Event description:
The customer reported that he received motor error alerts while basal rate insulin was supposed to be delivering from his insulin pump throughout the day. The customer's blood glucose was 350 mg/dl. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.